Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used out of a flex tray kit to dissect and they discovered the jaws to be ¿wobbly.¿ another like device was opened and the jaws were ¿wobbly¿ as well. It is unknown how the procedure was completed. The delay caused was minutes; there were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9332f. The 5dcd instrument was returned with no damage in the external components. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The end effectors were inspected and no broken parts were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.